Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: presentation-mitraclip implantation in secondary mr-one successful, one not successful (B)(4).

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat mr with an unspecified mr grade. One clip was implanted, reducing the mr to an unspecified grade. Two years later, on an unknown date, mr increased. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot number was not provided. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral regurgitation could not be determined. Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.